Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. In march the pacing impedances dropped suddenly from 500 ohms to less than 200 ohms. All other measurements were within normal limits. Troubleshooting was performed and the crt-d exhibited premature battery depletion (pbd). Subsequently, a revision produce was performed. This crt-d was explanted and replaced. The rv lead was tested on the pacing system analyzer (psa) and the new device. The impedances were 430 ohms through both. This rv lead remains in service. No additional adverse patient effects were reported.